Manufacturer narrative:
(B)(4): investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
It is possible that it was resulting in additional radiation exposure.